Event description:
It was reported that for the first time today the patient was getting an 8476 error code on their ptm. It was noted that the patient had not had any medical procedures today. It was noted that the patient was in and out of the hospital for procedures. It was reported that the patient was last in the hospital a week ago but had used the ptm since then. It was confirmed that the error code indicated a pump motor stall. Additional information has been requested but was not available at the time of this report.

Event description:
It was reported that the patient was "in the hospital off and on all the time for procedures, x-rays, you name it". The patient was not aware of any changes in their therapy. It was reported that the patient used the personal therapy manager (ptm) several times a day, every day. It was reported that the patient had not been anywhere different than usual on the date of report. The error message had occurred just before report and again when the ptm was tried during the call. The patient had not heard any alarms coming from the pump, but it was reported that the patient had a six year old and the house was very noisy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709, serial # (B)(4), implanted: 2007 (B)(6), explanted: unknown.

Event description:
Additional information later received reported that they were unable to get bolus from ptm (personal therapy manager); cause of the event was unknown. Drugs delivered via the device were dilaudid 15mg/ml and clonidine 500mcg/ml at daily doses of 10mg/ml plus boluses. Patient was not hospitalized for the event and sustained no injury. Patient outcome was noted as recovered without sequela.